Event description:
While in use, the generator for the harmonic scalpel repeatedly alarmed to "tighten and reactivate hand piece." After following instructions, the generator continued to alarm. Harmonic scalpel hand piece was then replaced with a new hand piece that functioned properly. Case continued without incident.